Manufacturer narrative:
Follow up information was received which clarified that the previously reported cloudy effluent was a manifestation of peritonitis. On the same day, the patient began treatment with unspecified antibiotics (doses, frequencies, and routes not reported) for peritonitis and had clear drainage. The outcome of the peritonitis was unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced cloudy effluent. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event; however, it was ¿recommended¿ the patient ¿visit the hospital¿. Treatment for the event was not reported. At the time of this report the patient was not recovered from the event. Physioneal therapy was ongoing. Action with extraneal therapy was not reported. No additional information is available as the reporter declined to provide further information.